Event description:
It was reported that during a service/test, the cs300 intra-aortic balloon pump (iabp) generated an "electrical test failure code #50" message. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue in the log files but was unable to duplicate the reported issue. As a precautionary measure, the stm replaced the monitor controller board. Subsequently, the stm ran the iabp unit on a balloon and simulator overnight and verified the upon return the next day that iabp unit functioned without issue. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service/test, the cs300 intra-aortic balloon pump (iabp) generated an "electrical test failure code #50" message. There was no patient involved and no adverse event reported.